Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received (B)(6) 2012 agree with the coding of cva major, ipsilateral, ischemic/embolic, procedure and device related. The patient was discharged to a rehab facility with left hemiparesis approximately 8 days after the index procedure. This was previously reported as a tia and was not MDR reportable. The code for tia will be deleted and the MDR reportable code of cva will be added. The original report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 9 x 30 stent successfully implanted during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced a tia. The event was reported to be not related to a cordis product or the study procedure. The patient recovered fully with no residual deficit. No intervention was performed. The patient was asymptomatic for the procedure. The target lesion was the ostial right internal carotid artery (rica). The target lesion was reported to be: a 90% stenosis, 20 mm length, 7.0 mm. Reference diameter, moderately calcified/tortuous, eccentric with thrombus present. A 7 mm. Angioguard embolic protection device was used. The lesion was pre-dilated. The residual stenosis was 10%. The patient's medical history includes hyperlipidemia, abnormal stress test and diabetes mellitus. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15371081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 30 stent successfully implanted during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced a transient ischemic attack/tia. The event was reported to be not related to a cordis product or the study procedure. The patient recovered fully with no residual deficit. No intervention was performed. The patient was asymptomatic for the index procedure. The target lesion was the ostial left internal carotid artery (lica). The lesion was reported to be: 20 mm. In length, a 90% stenosis, 7mm. Reference diameter, moderately calcified/tortuous, and eccentric with thrombus present in lesion. A 7 mm. Angioguard was used. The lesion was pre-dilated. The residual stenosis was 10% addendum: additional information received/review of the adjudication minutes indicated that the patient experienced a stroke/cerebrovascular accident (cva). The adverse event/ae code of tia was deleted and cva added.